Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion implant upn: 101-9812. Model: 101-9812. Serial: n/a. Batch: 29170416.

Event description:
It was reported that the patient was no longer receiving pain relief from the two superion indirect decompression (ID) spacer devices. The patient underwent a procedure in which the devices were explanted. No device malfunctions were identified. Physical analysis of the devices was not performed as they were disposed of by the facility. This is the report for the first device.